Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery intermittently could not be charged without maneuvering the cable into the charging port. Blood glucose was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.